Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. As there was no patient involvement, no patient details were provided.

Event description:
It was reported that after preparation and prior to patient contact, the stent delivery system got stuck during the attempt to load it over a 0.035 inch guide wire. The delivery system was removed without issue and another stent was used to complete the procedure successfully. There was no patient involvement.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported event could not be confirmed. The stent was found to be in loaded in the system. A 0.035'' guide wire could be successfully advanced through the system during the performed function test. No device deficiency was found which may have led to the reported event. Therefore, the reported failure could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be related to insufficient flushing of the delivery system or to the usage of inappropriate accessories, e.g. A damaged or wrong sized guide wire. The reported event also may be use-related as rough handling of the device especially during unpacking or preparation can lead to device damage and subsequent deformation. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states that the stent delivery system must be flushed with sterile saline.